Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture grade 3 and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3 and seroma-late.

Event description:
Patient representative reported left side ¿capsular contracture (grade iii)¿, "breast pain", ¿recall concern¿, ¿ severe anxiety and fear¿, ¿acquired panic syndrome¿, ¿irregular contours¿, ¿radial folds¿ and ¿small amount of liquid¿. The events "depression¿, ¿hair loss¿, "acquired panic syndrome", ¿arthralgia¿, ¿myalgia¿, ¿fatigue¿, and ¿benign nodule¿ are non device related events. The patient is being treated with an antidepressant inhibitor of serotonin reuptake, anxiolytics and psychotherapy and is prescribed citalopram and alprazolam. The device has been explanted. Treatment: device explant, total capsulectomy.